Event description:
The following has been reported to hamilton medical ag on 06 june 2024. It was reported that hamilton c3 ventilator (sn (B)(6)), it was observed on 06 june 2024 the following: when we switch on the ventilator then the machine display is going to black. After replacement of the front panel board this problem is solved. Unit can't be switched on due to defective front panel board. Potential root cause associated to this issue could be related to: the on buttom does not work. Front panel board (msp160570) with loose connections. Accordingly, the following correction are considered: check connections of the front panel board. Replace front panel board (msp160570) is problem persists. According to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Event description:
The following has been reported to hamilton medical ag on 06 june 2024. It was reported that hamilton c3 ventilator (sn 15174), it was observed on 06 june 2024 the following: when we switch on the ventilator then the machine display is going to black. After replacement of the front panel board this problem is solved. Unit can't be switched on due to defective front panel board. Potential root cause associated to this issue could be related to: - the on buttom does not work -front panel board (msp160570) with loose connections. Accordingly, the following correction are considered: - check connections of the front panel board - replace front panel board (msp160570) is problem persists according to the available information, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient, user or third-party.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information, updated fields: b4, d1, d2a, d4, g1, g4, g6, h2, h3, h4.